Manufacturer narrative:
(B) (4).

Event description:
It was reported when the doctor tunneled the extensions; the tunneler got stuck at the middle of the track during the second step of tunneling, when pulling backwards with the extensions in it. Because the profile of the "plastic straw" was wider than the metal part of it, it stuck in the middle of the track and broke. The doctor had to make another cut in the skin and go in and "dig" the torn extensions out. The patient outcome was good with no complications.